Manufacturer narrative:
In this event, it was reported that the patient call did not annunciate. The exact cause of the patient's death was not provided. The cause of the event is unknown; however, use error due to failure to act upon alerts and provide an assessment of the patient¿s needs and clinical status likely caused or contributed to the serious injury resulting in death. Per the baxter user manual, warning: the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. Per the baxter user manual, if the bed exit alarm does not alarm and all three mode indicators are flashing, remove the patient and zero the bed exit system. Attempts to locate the bed associated with this event were completed, however the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). An inspection of the nurse call system was performed and a chronos report was reviewed. It was confirmed that all calls annunciated to the system and the dome light illuminated during the timeframe of the event. Each call that was placed was answered by a caregiver according to the chronos report review as well as review of the unit¿s security cameras. Testing was performed on the bed that was in the room at the time of testing, the customer is still attempting to locate the bed that was in use during the reported event. During testing the customer confirmed with staff the dome light was visibly illuminated and confirmed 2-way audio on the calls. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a versacare bed system had a nurse call malfunction (the patient call did not annunciate). The patient called for help multiple times before coding. A review of the units¿ security cameras shows the nurse call dome light indicated an ¿event¿. With each ¿event¿ (suspected call) a nurse picks up the handset on the grs 10. Once the handset was hung up the dome lights were no longer illuminated. It was reported that a dietician entered the room and found the patient unresponsive. The patient coded and that resulted in death. The cause of the death was unknown. No additional information is available.